Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The patient was scanned with the sense spine coil 1.5t and after the examination a burn was observed on the back of the patient. The hospital was contacted several times but detailed information on the severity of the burn could not be provided.